Event description:
User facility reports incidents in which the arterial chamber level dropped during treatment resulting in air entering the circuit. The blood volume in the circuit was discarded resulting in ebl = 250 cc. No pt injury or need for medical intervention is reported. The complaint sample was discarded by the user. This MDR is filed for blood loss only.